Event description:
Boston scientific received information that during a routine follow-up visit this right ventricular (rv) lead revealed noise and oversensing. In addition, extended pacing pauses were observed intermittently which caused inappropriate counts in the vf zone. The noise was misinterpreted by the device and labeled as ventricular fibrillation which in turn inhibited pacing to a pacemaker dependant patient. The noise was present only on the rv lead channel, both the atrial and the shock channels were clear. The noise was unable to be reproduced with external pocket manipulation and isometric testing. Pacing and shock impedances, and thresholds were within normal range. To avoid inappropriate therapy, the duration of the vt zone was reprogrammed and the patient will be monitored closely. No adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
The rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.